Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that "??? Or hour glass icon in status box" occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm displayed "sensor error wait up to 3 hours" and the patient stated the readings did not come back. The patient did not realize his blood sugar level was up until he felt groggy. The patient was taken to the hospital and when their blood glucose was checked at the hospital, it was 1000 mg/dl. It was reported that the patient also had a heart attack. The patient was treat with insulin until their blood sugar decreased. The patient as in the hospital for 6 days. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e0612 ischemic heart disease.